Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the barbed suture was used. During the procedure, the fixation tab came off the suture when fixing the tab on the fascia at the 1st stitch. There were no adverse consequences reported.